Manufacturer narrative:
The investigation into the reported event is in progress. Steris has requested the device subject of the reported event be returned for evaluation. A follow-up report will be submitted should more information become available.

Event description:
The user facility reported that the air water valve for the defendo single use valve kit stopped working during a patient procedure resulting in the procedure being postponed. No report of injury.